Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and machine suddenly shut down. A field service engineer (fse) performed troubleshooting by running hardware diagnostics, checking power supply connections, and verifying all connections within the station, including testing voltage on the controller boards. The fse identified that the auxiliary drawers 5.1 and 5.2 required controller board replacement due to loss of power and replaced, after which the station was rebooted and the drawers were reconfigured, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device experienced a sudden loss of power and appeared offline in remote smart service (rss). The customer stated that the machine unexpectedly shut down and would not power back on. Troubleshooting was performed by unplugged and reconnected the device; however, the issue persisted and the station remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.